Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) netherlands alleging his onetouch verio iq meter would not power on due to a battery charge issue. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2013. The patient manages his diabetes with insulin (type/ amount not specified). It is not known if the patient made changes to his usual management routine. On the afternoon of (B)(6) 2013, the patient claimed his girlfriend found him unconscious and was in a ¿hypoglycemic coma.¿ emergency medical services (ems) was contacted and administered the patient intravenous (IV) glucose as treatment. It is not known if the patient obtained a blood glucose result with another meter. The cca noted, the correct test strips were being used for testing and there was no indication of misuse. The alleged issue was not resolved at the time of troubleshooting. Replacement products were sent to the patient. This complaint is being reported because, the patient claimed he was unable to test his blood glucose due to the reported issue and reportedly developed a symptom suggestive of a serious injury after the alleged meter issue began.